Event description:
Per the clinic, the patient was prescribed oral steroids (date and duration not reported) for unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous MDR submitted on march 27, 2026 was filed inadvertently. There was no extrusion of receiver / stimulator occurred; only partial insertion of electrode was observed.

Event description:
Per the clinic, the surgeon was unable to achieve full electrode insertion during the initial implantation, resulting in poor sound quality and poor device performance following activation. The patient also experienced open circuit and extrusion of the receiver-stimulator (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026, and the patient was reimplanted during the same surgery.